Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they noticed that the drive support cap was loose and was coming out of the insulin pump. The customer¿s blood glucose level was 347 mg/dl. Customer troubleshoot was performed. Customer advised to that the insulin pump will need to be replaced and to follow their medically prescribed back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with detached end cap. Unable to verify loose drive support cap and perform displacement test, basic occlusion test, occlusion test and prime test due to detached end cap.